Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that their ins was still implanted in their back and that they threw their external equipment away as they hadn¿t used their ins in about 5 years as the ins didn¿t do them any good after about a couple of months of having it. The patient indicated that about six months ago they were cleaning out their closet and they threw everything away (all externa equipment). The patient called back later reiterating their previous report, mentioning how the ins hadn¿t worked since about two months after it was implanted. The patient also called into device registration and reported that they stopped using their device for a few years because the device stopped working.